Event description:
Steel band finger guard (cover) on this x-ray system broke. The guard was hanging/dangling out and part of it got stuck in the machine. The operator was trying to remove the dangling steel band and grabbed it to get it out of the way. This resulted a cut pinkie finger that required surgery to repair ligament in little finger.

Manufacturer narrative:
Conclusions - the investigation found that the cover was damaged and as a result had sharp material available if it was accessed by a person. This damaged part was clearly recognizable to the operator. Unfortunately, proper care was not executed by the operator in trying to fix the cover and they were injured. The repair was later performed by the trained service engineer. There is no need for a mandatory field action on this matter. Note: the indicated importer has received FDA exemption (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and MFR (803.52) for the same event.